Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for investigation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that the implant coil detached in the microcatheter. The detached coil segment was removed together with the microcatheter. There was no reported patient injury or additional intervention. The patient's current condition is reported to be good.

Manufacturer narrative:
The implant, introducer, and microcatheter were returned for analysis. The pusher was not returned for analysis. The implant was returned extending out from the distal end of the microcatheter. The implant was kinked and stretched in multiple locations. The proximal marker band of the implant was physically attached to another coil and encased in a substance that is consistent with dried biomaterial and/or contrast. The visual inspection of the microcatheter found no evidence of damage; the microcatheter was dissected in order to fully remove the coils. The proximal section of the coil that was inside of the microcatheter was found to be severely stretched and broken, and the most proximal section was not returned. The two coils were separated and further defined as: coil 1: the complete implant coil that was returned extending out of the microcatheter coil 2: the stretched/broken coil that was returned within the microcatheter. Further inspection of coil 2 found its distal glue ball to be encased in the dried biomatter/contrast substance. The physical evaluation of the returned components could not determine the exact circumstances that led to this condition; the stretched/broken implant is consistent with the implant becoming stuck and experiencing retraction forces that exceeded the strength of the coil winding and eventually the tensile strength of the wire filament. The implant likely broke as a result of it becoming entangled with the other returned implant, and then the joined implants became stuck at the distal tip of the microcatheter during retraction. Further retraction force would have led to the stretching and breaking of the implant.

Manufacturer narrative:
Additional information provided confirmed that during removal of the implant coil that had prematurely detached, the coil became entangled with another coil that had been previously placed, as identified during investigation of the returned devices. Subsequently, additional coils were placed in the treatment site.

Manufacturer narrative:
The device has been returned to the manufacturer; however, the product evaluation has been delayed due to facility restrictions and investigation schedules impacted by the current covid-19 situation. Another follow-up report will be submitted upon completion of the investigation.